Event description:
New information received notes that the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. The high voltage capacitors were analyzed and confirmed a failure within the front alignment hole of a capacitor. Extended charge time was caused by an anomalous hv capacitor. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device drew higher current than expected. The cause of the high current is in the electronics assembly.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented in clinic after receiving vibratory patient notification alert for capacitor charge time-out reached. During in-clinic device testing, capacitor charge time-out reached was noted. Device replacement was recommended.